Event description:
It was reported that prior to opening the device package, the user noticed that the swg appeared kinked inside the packaging. As a result, the kit was replaced and used to successfully complete the procedure. There was no patient involvement. There was no reported delay, death, or complication as a result of this issue.

Manufacturer narrative:
(B)(4).